Event description:
On march 19th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that despite some variability between bg and sg, the sg readings continued to follow the overall bg trend. Customer care recommended that the user re-link their sensor to allow the system to re-initialize and converge faster. Post re-link, there was better agreement between the sg/bg values. User was advised to continue using the system and to calibrate when requested. Per dms review, the user was using the system with up-to-date information.